Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed with the customer that the issue had resolved by recovering prior to arrival. Onsite troubleshooting revealed broken mounting screws securing the remote manager cable to the main pyxis cable. The damaged remote manager cable was replaced to restore a secure connection. The station was rebooted following the replacement, and remote manager communication was tested successfully. All hardware functioned as expected, and the station was confirmed to be operating normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager was not detected on bus 5an in the nicu and required service. Due to this issue, there was a delay in medication access, as staff must submit medication requests to the pharmacy and either have them delivered to the unit or pick them up. The nicu was located on the 5th floor, while the pharmacy was in the basement, contributed to workflow delays. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.